Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the u.s. And is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the battery of implantable cardioverter defibrillator (ICD) depleted faster than expected. The device only last ed 55 months with minimal pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.